Event description:
Surgeon was doing an endoscopic procedure. When he attempted to use the endoscopic multiple clip applier (5mm size) the clips "clipped" closed and were unusable before being ejected out of the device.